Event description:
Customer reported a cartridge change error with the pump. Blood glucose level at the time was 8.6 mmol/l, which is within the normal range. Troubleshooting steps were followed, but the customer could not successfully load the cartridge onto the pump. Customer support was unable to resolve the issue remotely and approved a replacement pump due to the malfunction. The customer was informed about the replacement, confirmed the shipping details, and was given instructions for the backup insulin pump they will use in the meantime.